Event description:
The pt was implanted with a left ventricular assist device. Approx 2.5 years post-implant, the pt reported alarms while supported by the power module (pm). The system controller, pm patient cable and power module were exchanged, but the alarms continued and there was an intermittent pump speed reduction to 1000 rpm. The pt was reported to be asymptomatic and felt fine the entire time. Damage to the percutaneous lead was suspected. An x-ray revealed no damage to the intracorporeal portion of the percutaneous lead, however, there was a suspect area near the system controller connector and a repair to the external portion of the percutaneous lead was performed by the manufacturer's trained technical service personnel. Approx 5 mins following the field repair, there were red heart alarms and the pump stopped. The pt was immediately switched to battery support and the pump restarted. According to additional info received, the pt was placed on the high emergency transplant list.

Manufacturer narrative:
The pt remains on lvad support with no further issues reported. The device remains implanted and in use by the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.